Manufacturer narrative:
(B)(6). (B)(4). The original implant procedure was performed on an unknown date approximately six (6) months ago. The complainant part is not expected to be returned for manufacturer review/investigation. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient returned to the operating room on (B)(6) 2016 to undergo a trochanteric fixation nail advanced (tfna) removal procedure due to non-union. The initial procedure to treat an inter-trochanteric fracture was performed six (6) months ago. During that procedure, a tfna nail, helical blade, and screw(s) were implanted. During a post-operative follow-up visit, non-union was identified and a revision scheduled. All of the originally implanted hardware was removed intact; then, the patient was revised to a total hip replacement. The procedure was completed successfully without delay. The patient's post-operative status was reported as stable. This report is 1 of 3 for (B)(4).